Event description:
It was reported that the cuff of smiths medical trach was leaking. Incident took place at home. Parents inserted a new cannula themselves. Incident took place immediately on use. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: leak testing revealed a slow leak above the notch for the teflon tubing which can be attributed to insufficient backfilling of adhesive. Custom devices are 200% inspected for leaks prior to packaging. Due to the slow nature of the leak, it was either not detected or developed after functioning of the device in the field. No adverse trends have been identified related to this issue, but the complaint defect was addressed on the production floor to heighten awareness to inspect for slow leaks.